Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported perforation leading to tricupsid regurgitation (tr), heart failure and subsequent death appears to be related to procedural conditions. Perforation, tr, heart failure and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The lot number is not known as the lot number was not provided.

Event description:
This is filed to report post procedure, the patient experienced atrial perforation, myocardial infarction, heart failure and death. It was reported that the mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with grade 3. Two clips were implanted reducing mr to 1+. Post procedure, unknown date, the medically induced atrial septal defect caused a left to right shunting. Mr remained mild, but the right atrium and right ventricle became enlarged, and further advanced tr caused right heart failure and decreased cardiac output requiring intra-aortic balloon pump (iabp). The patient was diagnosed as having right heart failure due to increased blood flow and left shunts caused by medical induced atrial septal defect. The patient¿s general condition was already difficult for open heart surgery and transport. On (B)(6) 2019, the patient died of heart failure (right heart failure) 39 days after the mitraclip procedure. Since septal puncture is always required, the physician's believe is that the steerable guide catheter is a contributing factor but not a direct cause to the patient death. No additional information was provided.